Event description:
It was reported to philips that the unit will not charge when plugged up. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.